Manufacturer narrative:
This report is submitted september 5, 2018.

Event description:
Per the clinic, the patient experienced magnet dislodgment during a MRI (1.5 tesla) in (B)(6) 2018. Surgery to reposition the magnet was completed (date not reported); however the patient has reported pain with device use. The implanted device remains and the patient is being clinically managed by the health care provider.

Manufacturer narrative:
This report is submitted on august 26, 2019.

Manufacturer narrative:
Correction: the MRI has been conducted in (B)(6) 2017; not (B)(6) 2018 as previously reported.this report is filed on december 03, 3018.